Manufacturer narrative:
Concomitant medical device: product ID :4068-52 lead, implanted: (B)(6) 2000. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range and the atrial impedance trend was decreasing.

Event description:
It was reported that the atrial lead had low impedance which caused a polarity switch. Additionally, the lead was undersensing the patient¿s atrial fibrillation in both unipolar and bipolar pacing configurations which resulted in a good amount of atrial pacing. Due to the patient¿s atrial fibrillation, the lead was turned off and remains implanted. No patient complications have been reported as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.